Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was scheduled to receive a bipolar construct with a summit stem due to a femoral neck fracture. Intraoperatively, the surgeon had difficulty reducing the hip with the trial and the broach was moving within the canal due to the fracture. The femur was fractured again below the lesser trochanter. The surgeon then elected to remove the products and send the patient to another facility to receive the proper care and implantation of devices.